Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to emergency room due to presyncopal dizziness symptoms. It was noted that pacer spikes didn't show on electrogram. Documented electrocardiograms showed low heart rate. On (B)(6) 2018 the right ventricular lead was capped and replaced due to noise oversensing. No additional information was reported.